Event description:
This css console was not a pt. Customer reported that while performing a routine console checkout, it was noted that the hospital wall air pressure appeared to be causing the primary backup pressure gauge to register a pressure reading. This may indicate a possible air backflow from the wall input air to the primary backup air system. This alleged failure mode did not pose a risk to a pt because it occurred during routine console checkout and was not on a pt. In addition, the function of the reserve air system was not affected, and it does not negate the ability of the console to continue to perform its life-sustaining functions. The console has been returned to syncardia for eval.